Event description:
Reporter noted poor aspiration during I/a. Posterior capsule tear occurred. Vitrectomy performed and iol implanted out of the bag. Doctor noticed liquid had leaked under the system.